Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. It was unknown how the issue was found. No patient or user harm reported. The customer stated that the touchscreen was unresponsive and the calibration would not pass. The customer reported that the display was good, but there was no response. The remote service engineer (rse) recommended that the touchscreen be replaced and provided the customer with the part number. Investigation ongoing / resolution pending.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 21nov2025, 03dec2025, and 17dec2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.